Manufacturer narrative:
Findings: pump was received with stuck motor error alarm loop during bolus delivery. Unable to perform the excessive no delivery test due to constant motor error alarm. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No clear alarm noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via email indicating that their insulin pump alarmed motor error and no delivery alarm. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis.